Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6 implant date: unknown date in (B)(6) 2017.

Event description:
It was reported that patient underwent a right knee revision due to disassociation of the locking pin approximately 4 years post implantation. The articular surface and hinge pin were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00553. Concomitant medical devices: articular surface w/ hinge post extension screw size f 12 mm height catalog#: 00588006012 lot#: 62957462. Unknown rhk femoral stem catalog#: unk lot#: unk. Unknown rhk tibial tray catalog#: unk lot#: unk. Unknown rhk tibial stem catalog#: unk lot#: unk. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a right knee revision due to disassociation of the locking pin. Attempts have been made and no further information has been provided.